Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the (B)(6) 2011. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and that it had performed to specification up to the auto self-test on the (B)(6) 2012. The returned pad-pak was inserted into the device and the device powered on then immediately shut down with a flashing red led. The device was disassembled to investigate and a capacitor was removed, measured and found to be outside of its maximum tolerance. The failure of the capacitor would result in the device failing to power off. This failure to power off caused the installed pad-pak to become depleted and as a result the device failed multiple self-tests due to a low battery. This would account for the low battery fails with a "warning low battery, device service required" prompt and a flashing red status led which was note.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery, memory full prompt with pad-pak installed less than 3 months.